Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized due to infusion set cannula kinked event leading to hyperglycemia on (B)(6) 2025 the event occurred within three hours after insertion. The blood glucose level was 450 mg/dl and the patient was treated with intravenous fluids of saline and insulin. The patient was released from the hospital on dizziness (B)(6) 2025. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly no further information available.

Manufacturer narrative:
Supplemental report 01 - MDR 2158419 - MDR 3003442380-2025-05212. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint 2158419 according to reference results complaint is (B)(4) has been evaluated. The batch 6008644 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated. The batch 6008644 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found kinked upon removal from infusion site. Complaint investigation. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: visual test according to wi version 3 on reference samples, 10/10 samples passed the test. On the functional air flow test, according to wi version 2 was performed and 5/5 samples passed the test. Five reference samples were not able to be test for flow due to the samples were used in a special investigation under CAPA (B)(4). A batch record review was conducted resulting in the following: packaging lot: the lot 6008644 was manufactured according to the wi version 116 in the inset 3, on 13/aug/2024, with a total of (B)(6) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 09-jul-2025 against malfunction soft cannula found kinked upon removal from infusion site and lot 6008644 and 2 complaint has been registered in database for the same lot 6008644 and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to soft cannula, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.